Event description:
It was reported bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "during production, a white deposit was discovered on the stopper of a 30 ml syringe..."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter, translated from german: "during production, a white deposit was discovered on the stopper of a 30 ml syringe..."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-10. H6: investigation summary: three samples and photos received for investigation. Upon visual inspection of the samples received visible silicone inside the barrel is observed. A device history review was performed for the reported lot 2105007 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the samples, results verified amount of silicone was outside the required limits. Based on the investigation results, possible root cause is associated with the failure in silicone sprayers during the assembly process.